Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced the infusion set adhesive issue on (B)(6) 2026. It was stated that the product was not adhered to due to tubing got caught on the dishwasher and pulled off. No further information available.